Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 400 mg/dl because he/she was not connected to his/her insulin pump. The customer received the wrong insulin pump color and had to wait another day to receive the correct one. The product was not returned. Nothing further to report.